Manufacturer narrative:
Additional information in d4, g3, h6: investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported that the patient experienced a skin irritation while using the cover patches. It was later reported that the patient had itchiness, redness, welts, and blisters. The area is cleaned with soap and water and the patient is changing and rotating the electrodes daily. The patient applied neosporin on the affected area. It was later reported that the patient spoke to her doctor and was instructed to discontinue use due to the skin irritation she had with the electrodes. No additional patient consequences/ further information has been reported. The cover patches were not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced a skin irritation while using the cover patches. It was later reported that the patient had itchiness, redness, welts, and blisters. The area is cleaned with soap and water and the patient is changing and rotating the electrodes daily. The patient applied neosporin on the affected area. It was later reported that the patient spoke to her doctor and was instructed to discontinue use due to the skin irritation she had with the electrodes.